Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advance for dilatation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Corrections: device lot # corrected from 0023804195 to 0023625101. Device expiration date corrected from 05/15/2022 to 04/09/2022. Device manufacture date corrected from 05/16/2019 to 04/10/2019. Device evaluated by MFR.: mustang 6.0 x 40, 75 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear starting at approximately 2 mm from the distal end of the proximal markerband extending for approximately 41 mm distally. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advance for dilatation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.